Event description:
The facility representative reported a pump with failure code 16:310:685:0002. The failure occurred during customer use, no patient involved. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary:the device evaluation was completed and failure code 16:310:685:0002 was confirmed on start-up, due to a defective user interface module printed circuit board (uim pcb). Service installed a new uim pcb and tested the device. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.